Event description:
One endeavor sprint rx drug-eluting stent was implanted at the 1st obtuse marginal (MFR # 2953200-2009-01601). One endeavor sprint rx drug-eluting stent was implanted at the mid lad (MFR report# 295320-2009-01602) and one endeavor rx drug-eluting stent was implanted at the right pda. A hemopericardial bleed is reported to have occurred on the day of index procedure. Provocation of bleeding event was reported as pci instrumentation. A prbc transfusion of 3 units was carried out. Pt was taking asa and clopidogrel/ticlopidine 24 hours prior to the event. A suspected mi is reported to have occurred within 48h post index procedure or re-pci procedure (peri-procedure) in the territory of the implanted stent. ECG is available, but q-wave or non q-wave cannot be determined. Pt was asymptomatic/free of symptoms at 30 day follow up, 6 month follow up, 1 year follow up and 1.5 year follow up.

Manufacturer narrative:
Eval: results: myocardial infarction.